Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected in the lips area with juvéderm volift with lidocaine. After injection in the upper right corner of the mouth (perioral area) became swollen. Capillary refill time was 3 seconds, with no accompanying pain or numbness. Patient was instructed to apply a cold compress and observed every 15 minutes, but the swelling did not improve. A pale white lump of ha filler about 0.5 cm in length was seen at the wet mucosa. Massage was attempted, but the lump did not resolve and capillary refill time remained at 3 seconds. Later, the physician decided to treat with hyaluronidase, administered at a ratio of 1:1, using 2 vials to dissolve the filler in both sides of the upper vermillion body. After that, capillary refill time was checked and found to be less than 2 seconds. The patient was advised to monitor symptoms further. Event status is unknown.